Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had small p-waves and was undersensing above the lower rate. It was noted that the undersensing may be contributing to reduced total ventricular pacing (tvp). The lead remains in use. No patient complications have been reported as a result of this event.